Event description:
Additionally, the patient reported "inflammation" and non-device related issues such as "30 pound weight gain, hair is falling out, extreme fatigue, easy bruising, achy joints, pain", "blood work is positive for an autoimmune disorder and has received a diagnosis of scleroderma." The devices have been explanted.

Event description:
A patient reported that they experienced the events of right side ¿bilateral implant exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Additionally, healthcare professional reported the event of ¿rupture¿ on the right side. Additionally, the patient reported "inflammation." Patient also reported "30 pound weight gain, hair is falling out, extreme fatigue, easy bruising, achy joints, pain", "blood work is positive for an autoimmune disorder and has received a diagnosis of scleroderma." These events are not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced the events of right side ¿bilateral implant exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Additionally, healthcare professional reported the event of ¿rupture¿ on the right side. Device remains implanted.